Event description:
Additional information was received from a manufacturer representative (rep). It was reported that connectivity and impedances were checked when meeting with the patient. The physician was notified of the results and was planning on ordering x-rays. In addition, a surgery was discussed for revision; however, the rep had not been notified of a date as of yet.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019. Product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019. Product type lead product ID 97792 lot# (B)(6) implanted: (B)(6) 2019. Product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 97792, lot# hg3prtp, implanted: (B)(6) 2019, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient stated that she fell the first week of (B)(6) 2020 when she was attempting to grab a box. Patient states that she feel backwards and landed on her stimulator and back. After her fall the patient states that she noticed a change in stim pain coverage promptly after her fall. Prior to the fall the patient states that her "programming was great". The patient's ipg was interrogated and a connectivity and impedance check was completed. The results were as follows: connectivity- lead 0-7- electrodes -0-5 were red, 8-15 no abnormalities impedance - 0, 1, 2, 4, 5 and 7 were 4000. The physician was updated on the status of the connectivity and impedance checks and the patient stating that she had suffered a fall. Surgical intervention was planned but not scheduled.